Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to a subsided tibial plateau. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
This follow-up report is being filed to correct information. Not returned by patient.

Manufacturer narrative:
This follow-up report is being filed to correct to remove "(B)(4)."